Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately five years ago.

Event description:
It was reported that the patient was experiencing a new area of pain that was not adequately covered by stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure.